Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.1 was not detected on the bus and was unable to recover or reset the drawer. A field service engineer logged into hardware test application (hta), verified the issue in the main drawer 4.1 and found that the missing cubies were not detected on bus. Then the fse reconnected the retractor band at both ends for main drawer 4.1 and booted up the system with no errors. The fse tested the drawer functionality in hta and confirmed successful operation. The customer also tested and verified repair successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer not detected on bus and unable to reset or recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.